Event description:
Information was received from a healthcare provider regarding a patient who was receiving sufentanil and bupivacaine via an implantable pump for spinal pain indications for use. It was reported that they had a volume discrepancy when refilling the pump and expected 6.7 ml and got back ~13 ml. He stated that the previous refills had been much closer. It was noted that the two were off by ~10% and prior to that ~1ml. The patient has not had any withdrawal symptoms but reported her sciatic pain has been worse. The healthcare provide (hcp) plan to do a side port study next week.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product type catheter product ID 8780 serial# unknown product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company who reported that the physician elected to place newer model catheter due to questionable patency of existing older model catheter. The physician was unable to place the new catheter in the intrathecal space and the case was then canceled. The patient¿s current pump and existing catheter were active in the patient¿s body. There were no environmental, external or patient factors that may have led or contributed to the issue. After the procedure, the patient reported significant postoperative pain and was brought via ems (emergency medical service) to the hospital and admitted. It was determined that the patient had an epidural hematoma. It was unknown if the issue was resolved at the time of the report and it was indicated that the healthcare provider would not have any further information regarding the event.